Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the punches in the clip shooter were closed sideways or transversely during firing. The clips were fired crosswise. He traumatized his vein, causing bleeding. Fired clips and closure on the vessel were not observed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).batch # r92f7v. Investigation summary the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 14 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.